Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high voltage therapy during atrial tachycardia. The device was reprogrammed to more accurately discriminate for non-ventricular arrhythmias. The patient was stable and there were no adverse consequences.